Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 (handle only) was analyzed, and a visual evaluation noted that the handle had marks of the trip wire indicating that it was secured. The handle was rotated 180 degrees until an audible click was heard. No problems with the device were noted. The reported event of bands prematurely deployed was not confirmed since this problem can only be seen during the procedure. Upon analysis of the returned component, it did not identify any evidence of either the alleged problems or any defect on the device. There is not an objective evidence or descriptive conditions to confirm the reported event. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6) 2024. During the procedure, physician attempted to deploy the bands multiple times, but the bander did not click. Then the bands randomly deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on august 20, 2024. During the procedure, physician attempted to deploy the bands multiple times, but the bander did not click. Then the bands randomly deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.